Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that plastic did not seal properly were set attaches to reservoir which led to leakage at tubing and led to high blood glucose levels which was corrected by insulin pen on (B)(6) 2026.